Event description:
It was reported that this right ventricular (rv) lead is suspected of coming apart. The is electrically sound but compromised due to twiddler's syndrome. The physician advised that this has been present since the device change out in 2009. Current x-ray images confirm lead to be intact but coming apart. A technical service (ts) consultant advised monitoring the patient closely and replacing the lead at the next device change out. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The known inherit risk was selected because it is noted within the lead instructions for use (IFU), as well as the product's risk documentation. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.